Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with two thermocool® smart touch® sf bi-directional navigation catheters and patient experienced cardiac tamponade treated with a pericardiocentesis. In addition, a thrombus issue occurred. When ablating at rspv roof, the ablation was automatically stopped by impedance rise (from 130 to 200). The tip of the thermocool® smart touch® sf bi-directional navigation catheter (product: d134801/lot #: 31137566l) was checked and char / thrombus was found to be attached. It was on the distal side of the tip electrode. Thermocool® smart touch® sf bi-directional navigation catheter was replaced with a new one (thermocool® smart touch® sf bi-directional navigation catheter -/ unk_smart touch bidirectional sf). Ablation time did not exceed 60 seconds (per ablation) or 120 seconds (per ablation). Total ablation time was about 30 minutes. Mean cf value did not exceed 25 g or 40g. Irrigation setting was within the recommended range. Pre rf time and post rf time set around 5 sec. The power setting used 35-45 watts. Atrial septal puncture was performed but the cardiac tamponade did not occur at the time of the septal puncture. Ablation was performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 15 ml since the ablation was over 35w. No abnormalities observed prior to or during use of the product. Additional information was received. When ablation of rpv anterior wall, the patient's blood pressure was decreased, and echocardiography revealed pericardial effusion. Administration of noradrenaline and pericardial drainage were conducted for the cardiac tamponade. Ablation procedure was interrupted. No neurological symptoms were exhibited. Patient outcome is improved. During the pericardial drainage, the lung was perforated with the drainage needle, so emergency surgery was performed. The patient required extended hospitalization because of the emergency surgery for the lung perforation during the pericardial drainage. Transseptal puncture was performed with rf needle. The surgical intervention and extended hospitalization are not coded as the interventions were required from an injury due to the pericardial drainage. Biosense webster does not manufacture pericardial drainage devices. Assessed under the thermocool® smart touch® sf bi-directional navigation catheter (product: d134801/lot #: 31137566l), the adverse event and thrombus issues as MDR reportable. The char issue was assessed as non MDR reportable. Assessed under the thermocool® smart touch® sf bi-directional navigation catheter (unk_smart touch bidirectional sf), the adverse event as MDR reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00247 for product code d134801 (thermocool® smart touch® sf bi-directional navigation catheter). (2) 2029046-2024-00245 for product code unk_smart touch bidirectional sf (thermocool® smart touch® sf bi-directional navigation catheter).

Manufacturer narrative:
Initially reported the adverse event under both the ablation catheters under MFR # 2029046-2024-00247 for product code d134801 (thermocool® smart touch® sf bi-directional navigation catheter) and MFR #: 2029046-2024-00245 for product code unk_smart touch bidirectional sf (thermocool® smart touch® sf bi-directional navigation catheter). Additional information was received on 21-jan-2024 stating that the cardiac tamponade occurred after use of the first ablation catheter only. It did not occur after use of both ablation catheters. Therefore, downgraded the unk_smart touch bidirectional (thermocool® smart touch® sf bi-directional navigation catheter) ablation catheter under MFR #:2029046-2024-00245 to not reportable. The picture investigation was completed on 19-jan-2024. It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter (product: d134801/lot #: 31137566l) and patient experienced cardiac tamponade treated with a pericardiocentesis. In addition, a thrombus issue occurred. When ablating at rspv roof, the ablation was automatically stopped by impedance rise (from 130 to 200). The tip of the thermocool® smart touch® sf bi-directional navigation catheter (product: d134801/lot #: 31137566l) was checked and char / thrombus was found to be attached. It was on the distal side of the tip electrode. Thermocool® smart touch® sf bi-directional navigation catheter was replaced with a new one (thermocool® smart touch® sf bi-directional navigation catheter -/ unk_smart touch bidirectional sf). According to the pictures provided by the customer, char/clot was observed on the tip. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. Char is a physical phenomenon of radiofrequency; it can be the usual result of the ablation process; however, the instructions for use contain the following instruction: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and a root cause cannot be assigned based on the current evidence. If the device is received, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter (product: d134801/lot #: 31137566l) and patient experienced cardiac tamponade treated with a pericardiocentesis. In addition, a thrombus issue occurred. When ablating at rspv roof, the ablation was automatically stopped by impedance rise (from 130 to 200). The tip of the thermocool® smart touch® sf bi-directional navigation catheter (product: d134801/lot #: 31137566l) was checked and char / thrombus was found to be attached. It was on the distal side of the tip electrode. Thermocool® smart touch® sf bi-directional navigation catheter was replaced with a new one (thermocool® smart touch® sf bi-directional navigation catheter -/ unk_smart touch bidirectional sf). The cardiac tamponade occurred after use of the first ablation catheter only. It did not occur after use of both ablation catheters. The bwi product analysis lab received the device for evaluation 15-feb-2024. The device evaluation was completed on 05-mar-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no char residues in the tip of the device; however, according to the picture provided by the customer char was found attached to the tip of the device. The device features were reviewed, and no issues were observed during the product investigation. No temperature, impedance, or irrigation issues were detected. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the analysis; therefore the customer complaint was not confirmed. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 04-mar-2024 noted a correction to the 3500a follow-up #1 to the d4. Expiration date field and h4. Device manufacture date fields. Therefore, updated these fields.